Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The patient¿s post-operative complete heart block was procedure related; there was no evidence the post-op arrhythmias were related to the device or a malfunction of the device. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. A manufacturing related issue was not identified. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions apply to this case. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
It was reported that a permanent pacemaker was required for a patient who received a 23 mm aortic valve after an implant duration of 6 days. Per obtained medical records, the patient underwent avr due to severe critical symptomatic aortic stenosis and CABG x1. Intraoperatively the aortic valve was found to be trileaflet and heavily calcified with moderate annular calcification. The aortic valve was excised and the annulus was debrided. The valve was then deployed inflating the balloon to 4.5 atmospheres for 10 seconds. At t ho end of the operation, the aortic valve bioprosthesis was well seated with no valvular or paravalvular leak. The mean gradient was 8 mmhg across the new valve. The patient did, however, have a complete heart block. Biventricular systolic function was preserved at the end of the operation. The patient was then taken to cardiothoracic surgical intensive care unit in stable condition. After electrophysiology evaluation, the patient ultimately had a permanent pacemaker placed on postoperative day #6. The patient was discharged home in good condition on post-operative day 9.